Event description:
Reporter alleged blood glucose result measured a result of 187 mg/dl and customer felt low glucose so he went to the hosp and within five minutes stated their device read 60 mg/dl. It was rpeorted hospital treated customer with a shot, contents unk, to elevate gluccose. No toher treatment was reportedly recived. A request was made for the return of the suspect device and replacment product was sent.